Event description:
The customer reported the vertical column is not working. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift column. System operates as intended. (B) (4).